Manufacturer narrative:
Reported event: an event regarding multiple burr check failures involving rio® surgical arm (crated), catalog: 207956 was reported. Method & results: -device history review: a review of the DHR associated with rio 274 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 207956) the complaint databases were reviewed from 2011 to present for similar reported events regarding multiple burr check failures. There were no other reported events for the listed catalog number. Conclusion: according to service report ((B)(4)), an fse conducted multiple burr checks with two ee and anspachs. Discovered pin had become unclipped in ui panel. Reinserted pin and tested unit. Unit passed however for further verification additional anspachs and ee were needed to verify fix. Once on hand extensive testing was conducted to ensure fix. All tests passed.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The handpiece burr check resulted in no burr response. The surgery was unable to be completed and the patient had to return to theater in th future to receive the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The handpiece burr check resulted in no burr response. The surgery was unable to be completed and the patient had to return to theater in the future to receive the procedure.